Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unk. Evaluation is pending upon the return of the product.

Event description:
In 2009, the sales representative reported that during surgery, the surgeon was using the driver when the tip broke off into the wound. The surgeon then retrieved all the pieces from the wound. The surgeon used another driver in the kit to finish the case as intended. There was no surgical delay.